Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels of 458 and 430 mg/dl. Customer had nausea. Customer stated that the insulin pump had blank screen. Customer's blood glucose level went down to 248 mg/dl. Customer replaced battery and display greyed out. Customer did rewind. It was unknown whether the customer was using auto mode at the time of reported event. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.